Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 335 mg/dl at the time of the incident. The customer¿s spouse stated that the insulin pump alarmed motor error. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields and was not able to complete the rewind process. Customer's spouse also mentioned that the customer was in and out of the hospital. The customer¿s spouse was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.